Event description:
The MFR received info alleging a ventilator's remote alarm connector was missing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to te MFR for eval and the customer's complaint was confirmed the device's interface board was replaced to address the issue.